Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was found with a partially deployed stent, and during evaluation testing the stent could not be further deployed. The provided mp4 file demonstrates the user after the event trying to deploy the stent outside patient; a clear deployment status is not visible on the image due to poor resolution but the distal end of the metallic/ shiny stent was visible towards the end of the video. Although the deployment status of the system upon removal from the patient was not clearly visible on the mp4, the investigation leads to confirmed result for partial deployment. The product was used in the iliac vein which is off label; the lesion was pre dilated. Based on the investigation of the provided information, the investigation is closed as confirmed for partial deployment. A definitive root cause could not be determined based upon the available information. The product was used off label. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.' In regards to pta the instructions for use state: 'pre-dilatation of the stricture is recommended.' The instructions for use further state: 'the lifestar vascular stent system is only compatible with a 0.035 inch (0.89 mm) guidewire.', and 'the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath.'. The lifestar vascular stent system is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. (Expiration date: 05/2024).

Event description:
It was reported that during a stent placement procedure in the left common iliac vein via the popliteal vein, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.